Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms even after all supplies had been changed. The customer experienced elevated blood glucose (bg) levels up to 600 mg/dl and trance amounts of ketones. The customer required assistance from their significant other since they were not feeling well due to the elevated bg levels. A manual injection was administered to address the bg level. Customer alleges that there was an underlying issue for the occlusions. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.